Event description:
Boston scientific received information that one day post implant, this right ventricular (rv) lead was exhibiting elevated thresholds and no capture. The lead was found to be dislodged. Therefore, a revision procedure was performed and the lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains actively implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.